Manufacturer narrative:
---

Event description:
Additional information from the field representative indicated that the device was explanted due to appropriate elective replacement indicator (eri). The device will not be returned as the hospital kept it. No adverse patient effects were reported. The device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that for more than a year, this pacemaker has been showing one year remaining longevity. Data analysis indicated that the device was at elective replacement near (ern). It was operating and depleting normally and had about three months to elective replacement time (ert) at its current settings. The device's bin behavior was also discussed. No adverse patient effects were reported. The device remains in service.